Manufacturer narrative:
Unit had intermittent act and down buttons response due to moisture damaged keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was sticking. The customer's mother did not recall any significant events leading up to this issue. Caller also reported that there was a crack at the reservoir compartment. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.